Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2023-01378, is a duplicate of mrn 3007215625-2023-01381. Please see mrn 3007215625-2023-01381 for reportable events. Corrected data: b2 b5.

Event description:
Previous emdr submission reported paradoxical hyperplasia (ph). Upon review of further information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr 3007215625-2023-01381 as the operating record related to this complaint.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (ph). Due to insufficient information, possible pah location, device info and treatment date is not documented.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.